Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries, other injuries [injury], neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], copper depletion [blood copper decreased], hypocupremia [copper deficiency]. An attorney reported that their female client, age (B)(6) years, used fixodent denture adhesive, version unk to secure dentures and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, other injuries, neuropathy, excess zinc, copper depletion, hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - dentures received approximately 12 years ago. No further information was provided.